Manufacturer narrative:
Product ID: 74001, lot# 0208691180, implanted: (B)(6) 2014, product type: adapter. (B)(4).

Event description:
It was reported that the adapter seemed to have an incorrect connection. The patient asked about troubleshooting in regards to the adaptor. The patient was addressing the issue with her physician who called the neurosurgeon in order to have a medical review of the entire system. It was noted that a revision was required as a result of the event and the physician and neurosurgeon would review the system. The patient was awaiting scheduled appointment in the next day. Two days after the initial report, it was reported that the appointment had been scheduled in the next weeks. There were no patient symptoms or complications associated with this event. The patient was alive without injuries, and treatment was received effectively. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.